Manufacturer narrative:
Visual review confirms the instrument tip is broken approximately ~30mm from the proximal tip. Optical examination identified significant damage noted to both fracture surfaces. The morphology of the fracture appears to follow the helix thread form, consistent with torsional overload. Major and minor thread diameters of both portions of tip found to be within print specification. Material hardness found to be within print specification. The above observations are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the doctor was tapping the pedicle and the tap broke. The broken piece of the tap was removed without an issue. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.